Event description:
It was reported that the customer was hospitalized twice for high blood glucose and diabetes ketoacidosis. It was also stated that the cannula was occluded. Troubleshooting were performed and the insulin pump did not give no delivery alarm.

Manufacturer narrative:
Currently, it is unknown, whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.